Event description:
Event description guidant received information that noise was being detected on all three channels of this cardiac resynchronization therapy defibrillator (crt-d). A disk and printed electrograms (egms) were sent to guidant technical services for review. Most episodes were atrs (atrial tachy response), however, there were 5 nonsustained ventricular tachycardia episodes as well. It was reported that the noise started/stopped on all three egm channels simultaneously and that when the automatic gain control (agc) of the device was reprogrammed to least, only occasional ventricular sensing of the noise occurred. The noise could be recreated with patient arm exercises. It was further noted that this patient is reluctant to have additional surgery.,